Event description:
Related manufacturer reference numbers: 2017865-2022-03349. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing and the right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed. Patient condition was stable.

Event description:
Related manufacturer reference numbers: 2017865-2022-03349. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing and the right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed. Patient condition was stable.